Manufacturer narrative:
The field service engineer (fse) was onsite on (B)(6) 2016. The customer had already removed the loose pads. The test strips were replaced with a new lot. The fse did not find an instrument malfunction. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported that there were 5 loose pads in the strip provider module (spm) of their ichem velocity. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.